Event description:
Additional information received from the customer reported that they wanted the device returned for repair and they did not observe any issues.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was cracked, chipped and had a white clouded area, the mouthpiece was loose, the objective lens was cracked and scratched, the adhesive around the objective and light guide lenses were peeled, the image was partially dark due to a scratch on the objective lens, the scope cover was dented, the paint on the suction cylinder was peeled, the universal cord had a wrinkle, the image guide protector was scratched, the scope cover plate was peeling, switch #1 was scratched, the control unit was shaved, the electrical connector was discolored due to water leakage, and the connecting tube was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The evis lucera gastrointestinal videoscope was returned with no information. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found nozzle was clogged with foreign material. The report is being submitted due to the foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the fiber like foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information- there was no delay to the start of pre-cleaning, which was done properly. It is unknown if water and air was supplied to the air/water nozzle. Manual cleaning information- the accessories used for reprocessing were normal. It is unknown if the scope was submerged in cleaning solution. The air/water nozzle was wiped or brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.